Event description:
A patient reported inadequate pain relief and requested explant of their evoke spinal cord stimulation (scs) system. Multiple programming sessions were completed, and the desired therapeutic response was not able to be achieved. The evoke scs system was confirmed to be operating as intended.

Manufacturer narrative:
The device was not returned to saluda for analysis. There were no allegations of device deficiency. The root cause for the patient's low stimulation response remains unknown. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: inadequate pain relief following system implantation... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above."

Manufacturer narrative:
Correction: section d4 - serial #, expiration date. Section d9 - device returned to manufacturer, date returned to manufacturer. Section h4 - device manufacture date. Section g3 - date received by manufacturer. Section g6 - type of report. Section h6 - evaluation codes. Section h10 - manufacturer narrative. The evoke closed loop stimulator, serial number (B)(6) was returned. The saluda representative confirmed that this is the device associated with the reported event. There are no allegations of device deficiency. The root cause for the patient's low stimulation response remains unknown. The evoke scs system surgical guide states "the risks associated with the implantation and use of a spinal cord stimulation system include: inadequate pain relief following system implantation... The patient may require surgery (including revision, explant, and replacement) as a result of any of the above."